Manufacturer narrative:
The serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claims that the product was going up a ramp onto a sidewalk adjacent to home when she allegedly was propelled forward into a metallic fence. She struck her foot.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claims that the product was going up a ramp onto a sidewalk adjacent to home when she allegedly was propelled forward into a metallic fence. She struck her foot.